Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported to be over (B)(6). According to the complainant, during the procedure, the delivery device was positioned within the patient towards the obturator foramen. When the physician attempted to deploy the mesh carrier, however, the distal tip of the delivery device detached. The physician removed the tip of the device by hand from the patient through the dissection. No part of the delivery device was left inside of the patient. The mesh carrier was not implanted within the tissue and the entire solyx mesh assembly was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
According to the complainant, the distal tip of the delivery device detached when the device was positioned on the first side, or the patient's right side. The physician encountered bone when the issue occurred.